Event description:
The customer stated that the insulin pump stopped working after it was submerged in water. The reported blood glucose reading was 240 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.